Event description:
It was reported the patient had his implantable device revised for unspecified reasons.

Event description:
It was reported the patient had his implantable device revised for unspecified reasons. Additional information received indicated the surgery was an original inflatable penile prosthesis implant and not a revision surgery.